Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00902. It was reported that the device was kinked. A left atrial appendage procedure was being performed. A watchman® access system (was) was positioned in the patient. A 24mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was too small for the laa. The device was fully recaptured and removed. A 27mm wds was then advanced. The closure device was deployed and "withdrawn several times." The device was removed and it was noted that the was and the wds were kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Examination of the returned complaint device revealed that the returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed kinks in the sheath located at 5cm and 65 cm from the tip of the device, and there was damage (delamination/stretched) to the tip. The damage to the tip is consistent with deployment and recapture of an implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00902. It was reported that the device was kinked. A left atrial appendage procedure was being performed. A watchman access system (was) was positioned in the patient. A 24mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed, but was too small for the laa. The device was fully recaptured and removed. A 27mm wds was then advanced. The closure device was deployed and "withdrawn several times." The device was removed and it was noted that the was and the wds were kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.